Manufacturer narrative:
Testing of the device found the tool-less connector spring electrodes (in both the atrial and ventricular connectors) to have metallurgical anomalies at the point of contact with the lead. The metallurgical anomalies may have caused an increase in the contact resistance of the electrodes, which is relative to the impedance measurements of the device. The device was found to meet return electrical tests. Analysis of the model 4269 lead revealed an insulation abrasion 155mm from the terminal pin. The lead passed the conductor test. Analysis of the model 1025 lead revealed the outer insulation of the rate sensing terminal pin section is torn apart at the distal end of the terminal pin barrel. Proximate rate sense conductor coil fillars (4) fractured at the distal end of the terminal pin barrel.

Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead experienced oversensing and inappropriate therapy. The ventricular lead impedance was also found to measure high impedance (1881 ohms). An atrial threshold and capture problems was also noted. An invasive procedure was performed and the physician elected to remove the device, the ventricular transvenous defibrillation lead and the atrial lead. The device is not market released in the united states and is involved in a advisory.